Event description:
It was reported that rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 2.00mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, the speed was unstable as the speed went up and down. The set speed was 190,000 rpm but the maximum number of rotations observed was 210,000 rpm. Furthermore, after using with 1.5mm rotapro, they tried to increase the size to 2.0mm rotapro but the operation was unstable. Therefore, they inflated the balloon and inserted the stent. The patient was sedated with local anesthesia. The procedure was completed. No complications were reported and the patient was stable after the procedure.